Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain additional information. Without the actual device, item number and/or lot number, a thorough investigation could not be performed. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 4: female (B)(6) years ICU patient post op. Rn found epidural catheter filter not attached to the yellow cap on the epidural tubing. No injury reported.